Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alamr button error. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify button error alarm due to blank display. However, the insulin pump moisture damage noted at keypad traces. The insulin pump was received with minor scratches on lcd window.